Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence it was reported that the patient experienced a major problem with the interstim device. No symptoms were reported and it was unknown what led to the major problem with the device. No further complications were noted or anticipated.